Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver visual inspection found some scuff marks however, there were no observations related to the complaint found. Global receiver functional testing was performed and resulted in no failures related to the customer complaint. A review of the receiver data log confirmed firmware error err67. The customer complaint was confirmed. The root cause could not be determined. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.

Event description:
Site coordinator contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient that the receiver is showing the initializing screen without a manual restart on (B)(6) 2015. The site coordinator did not report any injury or medical intervention.